Manufacturer narrative:
Date rec¿d by MFR : 24may2019, date of report : 31jul2019. A blower motor and motor controller board were returned for analysis. An investigation was performed and no fault was found. The investigator was unable to replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. Philips field service engineer (fse) evaluated the unit and confirmed the reported issue in the diagnostic logs. Multiple error codes were confirmed. The power management printed circuit board and motor controller printed circuit board were replaced and the unit is continuing testing. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support stating that the unit stopped ventilating during use. No patient harm was reported. The event date was not specified; estimate used.